Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued at the connector region consistent with the procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtoqued of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead exhibited helix extension failure. The lead was not used and the patient was in stable condition.